Event description:
It was reported that the patient is experiencing occasional blocking of the activation valve, the patient can also feel fluid in the pump when the inflatable penile prosthesis (ipp) pump is deactivated. The ipp remains implanted.